Manufacturer narrative:
(B)(4).

Event description:
On 14 aug 2017, additional information received indicates the patient experienced oesophagitis and spitting up blood of unknown origin. The patient was treated with pantozol, torem and antibiotic rocephin.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On the same day, a pulmonary embolism was suspected. The patient was transferred to the intensive care unit and a computer tomography with contrast media was performed. The duopa therapy was paused. Additional information received indicating that the previously suspected pulmonary embolism was not confirmed, instead a pneumonia was diagnosed. The patient was treated with antibiotics tazobac intravenously. It is unknown if the patient had periprocedural aspiration.